Event description:
A ventilator service required code was found in a ventilator's downloaded error log while evaluating the device at the MFR's service ctr. There was no allegation of pt harm or injury by the customer. During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log indicating there was a sensor issue that could potentially cause the device to monitor and display data incorrectly. The device's sensor board was replaced to correct the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for the "service required" condition.